Event description:
The patient was charging more than expected. It has taken the patient longer to charge the ins which was noticed 4-5 months ago. The ins did not seem to hold the charge for longer than 1-1.5 hours. The patient did not address the issue with their health care provider (hcp) yet. When the patient does things, especially when he spends a couple of weeks in the desert, he uses the therapy on high settings. When the patient first turns the therapy on, he usually turns the stimulation on low and then brings it up till his body gets used to it. There have been no major changes to his settings lately. The patient never sees ins battery full message on the recharger. Sometimes the patient charges for days and not use stimulation for days to see if the device takes the charge. Sometimes the battery goes totally dead and does not want to take the charge. Then it takes time before the device would even start getting a charge. The patient was retired now and usually charges the ins when he has nothing to do, when he sits and watches tv. The patient can sleep with it or sit with it charging all day. The patient could not get all of the coupling bars and he gave up in the last 2-2.5 weeks. The patient forgot how many coupling bars he was getting, maybe 5 or 6. During the report the patient was able to use his recharger and he got 7 black coupling bars. The patient was using duct tape to keep the antenna steady. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3888-45, lot# v766315, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v741374, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot# v741122, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot# v650832, implanted: (B)(6) 2011, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).